Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had trouble with a couple of infusion sets where the cannula was bent and caused her to have really high blood glucose. Customer mentioned that her blood glucose reached 500 mg/dl. Customer gave an injection to bring her blood glucose back down. Customer stated that her cannula was bent when she removed it. Customer was working to adjust her settings with her diabetes educator. Customer stated that everything is working fine now.